Event description:
During product service by a service technician, a flogard infusion pump had an f-38 alarm. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician as part of preventative maintenance. This is an ancillary service event. The device was visually inspected and functionally tested. During inspection an f-38 alarm was identified. The cause of the alarm was determined to be due to force sensing resistors (fsrs) being out of specification. To correct the condition, the fsrs were replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.